Manufacturer narrative:
Batch review performed on 14 december 2018; lot 183974: (B)(4) items manufactured and released on 26 june 2018 . Expiration date: 2023-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: cup: versafitcup cc trio 01.26.45.0050 acetabular shell cc trio ø 50 (k103352), lot 181695: (B)(4) items manufactured and released on 15 june 2018. Expiration date: 2023-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
It was not possible to couple the inlay with the cup. Another liner of the same size, but with a different lot was used to complete the surgery.